Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign object was not identified. The foreign object remaining in the device could not be determined. Additionally, the cause of the deformed cover it is likely to have occurred due to contact with high-temperature parts of combined high-frequency endo therapy accessories or contact with discharge during high-frequency current use; however, the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, foreign object in air/water nozzle and the plastic distal end cover was burned. There was no patient involvement.